Manufacturer narrative:
The customer reported that repeat testing was performed to confirm results. The cause for the discrepant results is unknown.

Event description:
The customer reported discrepant sodium and chloride results. There was no report of injury due to this event.